Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. After removal of the instrument housing, inspection found that the conductor wire was broken at the proximal end in the main tube. No sign of thermal damage was observed. The instrument failed the electrical continuity test. This complaint is being reported based on the following conclusion: failure analysis results identified that the bipolar instrument had conductor wire damage at the proximal end in the main tube with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy procedure, the user conducted testing and found that the long bipolar grasper instrument was unable to be energized. The user continued the planned procedure using the backup instrument with no further issue reported. There was no known impact or patient consequence reported.